Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had detected a hal software error (pump error 54) and the main arm cannot communicate with the motor arm (pump error 3). Troubleshooting was performed and customer was successfully cleared the alarm and rewind the insulin pump. 0.2-unit fill cannula into air was successful and recorded in daily history. Customer reported that the self-test was not successful and stated hardware low level failures (pump error 63) during self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version = 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 3, pump error 54, and pump error 63 found on 07-nov-2022. Pump successfully downloaded traces and history file using thus. Pump passed displacement test. Pump failed self-test, due to pump error 63 activating during testing. Pump error 63 alert noted during testing and in the pump trace download on the event date. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on 06-nov-2022 at time 02:22:31.000 and during testing. No pump error 3 or pump error 54 alarms noted during test. Verified in the pump history download the pump alarmed pump error 3 on 06-nov-2022 at time 02:01:03.000 and pump error 54 on 06-nov-2022 at time 02:01:01.000 due moisture on the pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label stained, end cap address label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump error 63 confirmed during self test. Pump error 3 and 54 confirmed in download history files due to moisture damage. Moisture confirmed on pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.